Event description:
Report received of an independent change of the pca dose. The pump was programmed in the pca only mode to deliver an unspecified medication with a 1mg/ml concentration, a 1mg pca dose, a 6-minute patient lockout, and a 30mg 4-hour limit. In 10/2003, between 1500 and 1700, the pump reportedly "blinked out" twice. At that time, the pump was plugged in to ac power. There were no reported audible alarms. After an unspecified length of time, the pump settings were checked, and it was noted that the pca dose had "changed to 0.01mg." The patient reportedly complained of pain, and required supplemental morphine ivp. There were no reported adverse patient sequelae. Multiple unsuccessful attempts were made to clarify the information provided by the customer, and though requested, the customer declined to provide additional information.